Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
It was reported that an increase in the pacing impedance was observed on the right ventricular (rv) lead. Rv lead damage was alleged, but was unable to be confirmed. Provocative testing was performed, but no abnormalities were revealed. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.